Event description:
Mother called in stating that her child was experiencing high blood glucose levels (bg's), ketones, and was ill. The pod was worn for 12 hours and thrown away. Her daughter's bg's had been starting to rise prior to taking off her previous pod (which lasted the full duration of use). Her daughter's bg's continued to rise after starting the new pod and ranged 307 mg/dl - high before going to the doctor's office and removing the pod. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.